Manufacturer narrative:
Outcomes attributed to adverse event of the initial medwatch report indicates: due date blank. Outcomes attributed to adverse event of the initial medwatch report should indicate: due date (B)(6) 2019. Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy connector to resolve the reported issue. Proper device operation was observed through functional and performance testing.the device was returned to the customer for use. Physio-control further evaluated the device therapy connector and determined high impedance due to wear on the contacts was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it displayed a ¿connect electrodes¿ message. This led to over a 6 minute delay in the treatment of the patient. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it displayed a ¿connect electrodes¿ message. This led to over a 6 minute delay in the treatment of the patient. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The patient involved in the reported event is deceased.